Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 13sep2023, it was stated that the replacement power supply was ordered, received, and replaced. The replacement power supply was confirmed to have corrected the device issue and the device was placed back into use. The device diagnostic report (drpt) was not available and there was no mention of the replaced power supply being returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the system was not getting any alternating current (ac) power. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was only operating on battery power. The customer was provided troubleshooting steps. The customer stated to the rse that they saw 120v coming into the device and requested the replacement part information for the power supply. The rse provided the customer with the part information for the power supply and no further remote service was provided. Investigation is ongoing.